Event description:
It was reported that a pump with a cracked or shattered touchscreen had a non-functional and unreadable display. There was no information provided regarding the impact on the customer's blood glucose level. A replacement pump was sent.